Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the patient placed the purewick female external catheter inside and needed assistance with placement. It was stated that the patient wanted a nurse to come onsite to show how to place the purewick. It was noted that the patient had been using the products for less than 90 days.

Manufacturer narrative:
The reported issue was confirmed as use related issue as per the reported event and IFU. It was unknown whether the device had met specifications. The product was used for treatment purposes. The failure was caused by the misuse of the product. No sample was returned for evaluation. A potential root cause for the issue could be "user unaware of correct use of device, places device incorrectly". The lot number was unknown and the investigation was confirmed as use related ; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "perform perineal care and assess skin integrity (document per hospital protocol). Separate legs, gluteus muscles, and labia. Palpate pubic bone as anatomical marker. With soft gauze side facing patient, align distal end of the purewicktm female external catheter at gluteal cleft. Gently tuck soft gauze side between separated gluteus and labia. Ensure that the top of the gauze is aligned with the pubic bone. Slowly place legs back together once the purewicktm female external catheter is positioned". Note: patient can be positioned on back, side lying, frog legged, or lying on back with knees bent and thighs apart (lithotomy position) prior to device placement. Under warnings it states "never insert the purewicktm female external catheter into vagina, anal canal, or other body cavities". H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported that the patient placed the purewick female external catheter inside and needed assistance with placement. It was stated that the patient wanted a nurse to come onsite to show how to place the purewick. It was noted that the patient had been using the products for less than 90 days.